Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during an office visit, this left ventricular (lv) lead was found to have been fractured. The lead was later capped during a device downgrade procedure. There were no adverse patient effects reported.